Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse arrived on site and found the iabp unit plugged in and both batteries were charged. The fse ran the cardiosave with the compressor running and the batteries performed as expected. However, the fse replaced the batteries as a preventative step (the old batteries were due for replacement in july 2019), performed visual inspection on the iabp unit for indications of any additional problems and none were found. Functional and electrical safety checks were performed and all checks passed. The iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during an in-service performed by a getinge regional sales manager (rsm), the batteries of the cardiosave intra-aortic balloon pump (iabp) appeared to not be charging properly. The unit indicated that the batteries were about half way charged, then a few moments later (approximately 15 minutes), the batteries were both depleted. The customer reported to the rsm that the iabp unit had been charging prior to the in-service. There was no patient involvement; thus, no adverse event was reported.